Event description:
The micro drill was sent for evaluation because it was overheating during a procedure. It was also reported that the device started running on its own without activation. No adverse event was associated with the device.

Manufacturer narrative:
Wide spread corrosion was noted within the internal components of the device.